Manufacturer narrative:
H.6 investigation summary: bd has been provided with samples for catalog 300296 lots 1909225 and 1907201 to investigate for this record. Visual inspection of the sample shows a defective cutting of the blister. As a result, bd was able to verify the reported issue. The defective cutting of the blister produced the misplacement of the peeling area. The root cause of the issue was produced in the primary packaging machine. This machine has a cutting system and, in this stage, the different strips are cut. The non-conformance was produced due to a punctual failure of the cutting system that produced the blister misalignment cut. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the opening tab one the side to be opened is to short and it does not allow to capture it well. The weld was placed too close to the edge. The wider opening tab is on the wrong side to be able to apply the product sterile.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1909225. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-09-11. Medical device lot #: 1907201. Medical device expiration date: 2024-06-30. Device manufacture date: 2019-07-10.

Event description:
It was reported that an unspecified number of syringe s2 20ml experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the opening tab one the side to be opened is to short and it does not allow to capture it well. The weld was placed too close to the edge. The wider opening tab is on the wrong side to be able to apply the product sterile.